Manufacturer narrative:
(B)(4). Concomitant products: dil cath: powered lacrosse 2.5x15; other: aspirin, clopidogrel. There was no reported device malfunction and the product was not returned. The reported patient effects angina and occlusion, as listed in the (B)(4) xience xpedition drug eluting coronary stent system instructions for use, are listed as known patient effects associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with implantation of a 2.5 x 18 mm xience prime stent in the mid left anterior descending coronary artery. Post procedure, it was noted that thin septal branches were occluded due to plaque shift. The patient experienced an elevation in cardiac enzymes and angina. No treatment was provided and the patient condition resolved on (B)(6) 2013. No serious adverse event occurred and the patient was discharged to home on (B)(6) 2013. No additional information was provided.